Event description:
It was reported that the vns pt had an infection at the generator site. The surgeon noted that the generator site was red and swollen and thought there was an infection present but did not take cultures or prescribe antibiotics. The pt's primary care physician has taken cultures and prescribed antibiotics. It was reported that two types of bacteria were found by the culture but the specific types are unk. Device history records for the vns lead and generator indicate that the products were sterile when shipped by the manufacturer. Attempts for further info are in progress.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.